Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. Upon evaluation, the monitor displayed a service code 204 (belt/monitor unusable). The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector, causing the service code. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.

Event description:
While evaluating monitor sn (B)(4) for an unrelated issue, a reportable problem was found. The monitor was displaying a service code 204 (belt/monitor unusable).